Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure the physician noticed that there was a right atrial (ra) lead fracture. The physician elected to cap and replace the lead. No patient complications have been reported as a result of this event.